Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7074730. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.